Manufacturer narrative:
Customer's meter and test strips have been returned and product investigation on both products is currently in process. A supplemental report will be sent once investigation results are available.

Event description:
An adc customer stated that his fs freedom lite meter's test would not start and due to not receiving a result was "rushed to a local hospital". He also stated that he tested his blood glucose on an unknown secondary meter prior to hospital arrival and received a result of 55mg/dl. Customer stated he experienced symptoms of nausea, vomiting and headache and paramedics were called. Customer was transported to a local hospital, treated with an unspecified intravenous solution, zofran injection, glucose gel and food and diagnosed with hypoglycemia. No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's meter (B)(4) was returned and investigated. The meter was disassembled and a raised pin (#5) was observed in the strip port. No additional issues were identified during extended product investigation. The pins located in the strip port align with the electrodes on the test strip, if one of the pins is bent or raised, the test will not be conducted. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Label copy instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This issue is currently tracked and trended. No specific cause of pin damage has been identified for this complaint. This is a final report.

Event description:
Major pump unit(s) involved: blood pump; drive unit failure; external control system failure. Additional text: device alarms/syncope; intermittent pump stoppage; continued alarms. Specific component(s) involved: external controller malfunction; driveline malfunction; other component malfunction, specify. Additional text: possible fracture to driveline internally; continued alarms/exchanged. Multiple times other component: intermittent pump stoppages. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : replacement lvad. Implant device type: lvad.